Event description:
It was reported that the insulin gauge was inaccurate; due to customer not removing any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of 653 mg/dl. Cause was not known. A correction bolus via pump and manual dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.